Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high, out of range shock impedance measurement. Additionally, increased atrial pacing impedance measurements were noted. It was reported that the pt implanted with this crt-d passed away the day after the out of range measurements were noted.

Manufacturer narrative:
The local area sales representative was to interrogate this crt-d. The sales representative reported they had not been asked to interrogate the device and was unable to provide additional information. Attempts were made to ascertain the cause of death and the pt's following clinic reported being unaware of the cause of death.